Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the forceps elevator wire broke due to one of the following reasons: 1. Fatigue from repeated manipulation of the forceps elevator. 2. The wire strands were raised then got stuck with the distal cover while it was being attached/detached or by brushing around the forceps elevator. The event can be detected by handling the device in accordance with the following IFU: operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the duodenovideoscope, some of the wires that composes the forceps elevator wire are raised due to cut or fray. The issue occurred during found during preparation for use, prior to a diagnostic operation. The procedure was completed by using a similar device and there were no reports of patient harm.